Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. A review of alarm trace data showed sample clot detection, sample short, and abnormal aspiration alarms around the time of the event. These are indicators of poor sample quality. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. All initially reactive samples should be redetermined in duplicate with the elecsys syphilis assay. If cutoff index values <1.00 are found in both cases, the samples are considered negative for anit-tp antibodies. Initially reactive samples giving cutoff index values of = 1.00 in either of the retests are considered repeatedly reactive. Repeatedly reactive samples must be supplemented according to recommended confirmatory algorithms. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys syphilis on a cobas e 801 analytical unit. The patient sample resulted in syphilis values of 5.26 coi (reactive), 5.28 coi (reactive), and 5.27 coi (reactive). The patient received an rpr test and this was found to be non-reactive. The complained patient sample was tested with a fluorescent treponemal antibody test at an outside laboratory and the result was non-reactive. Based on the patient's clinical presentation, they did not receive treatment.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.